Manufacturer narrative:
Zoll has not yet received the catheter in complaint for investigation. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
The customer reported that the patient was admitted for ivtm therapy after experiencing cardiac arrest on march 18th. A solex 7 catheter (lot # unknown) was inserted into the patient's right internal jugular vein by an advanced practice provider (app). Catheter insertion was smooth and completed in one attempt. After placing an arterial catheter for medical purposes, therapeutic hypothermia was initiated on march 18th at 23:14. The catheter was functioning without any issue until march 20th at around 12:30 pm, when the bedside nurse observed blood in the start-up kit (suk) tubing. As reported, the thermogard console had not generated any "air trap" alarm before the issue was noticed. Upon further inspection, the nurse noticed that the 500-ml saline bag had run dry, which raised concerns about a potential balloon rupture. The bedside nurse immediately notified the nurse practitioner (np), who removed the catheter from the patient. Infusion of about 250 milliliters of saline into the patient's bloodstream was suspected (200-250 ml of saline in the 500-ml saline bag circulates in the closed-loop system). The treatment had been completed, and the patient was being maintained on the system for normothermia. Therefore, the catheter was not replaced, and the treatment was discontinued. The np stated while flushing the catheter post-removal, the leak appeared halfway down the balloon. There was no harm to the patient.